Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/21/2002 and was last repaired on 01/24/2013 for a bent comb. Evaluation of the device verified the comb to be damaged. Prior to repair, a test mesh and calibration check was not performed due to the damaged comb. Customer returned four cutters. The 1.5:1 cutter failed to produce an acceptable test mesh. The remaining three cutters all produced acceptable test meshes. Improper handling by the customer most likely caused the damage to the comb, which most likely caused the event experienced by the customer. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a bent guard. Additional clinical follow up with the customer indicated that the reported issue was observed in sterile processing, prior to putting the device to inventory. There was no patient involvement.